Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was wondering if there was an occlusion in his infusion set because his blood glucose level was high. He was not responding to boluses. Customer's blood glucose level was 460 mg/dl. His current blood glucose level was 200 mg/dl. The customer treated his high blood glucose level with the insulin pump. The customer did not want to continue troubleshooting. The device was not returned.